Event description:
A medtronic's solera screw was placed on l4/l5 at the primary surgery (we do not know when and where was performed). L5 rt screw seems like already loosened or misplaced. After the removing of the existing screw, the must lt 7mm screw was placed but it was not secured or tightened enough so the surgeon decided to replace with must lt 8mm screw. When the 7mm lt screw was removed, blood bleeding was observed so the surgeon pressed it over and stopped it. Then must lt 8mm screw was placed. Once it was placed and tried to put the setscrew, then the lt screw was backed out. The surgeon decided to remove the 8mm lt screw and left without any screw on l5 rt, then started to close the wound, but realized the bleeding was not stopped yet. The patient was taken to an emergency hospital and died the day after.

Manufacturer narrative:
Batch review performed on 27 mar 2023. Lot 2125491: (B)(4) items manufactured and released on 30-jun-2022. Expiration date: 2027-06-06. No anomalies found related to the problem. To date, no other items of the same lot have been sold. Additional component involved: must lt 03.57.034 must lt 15mm short - pedicle screw ø7x40 cann (k203482) lot 2227031: (B)(4) items manufactured and released on 12-oct-2022. Expiration date: 2027-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Must lt 03.57.034 must lt 15mm short - pedicle screw ø7x40 cann (k203482) lot. 2224926: (B)(4) items manufactured and released on 27-jul-2022. Expiration date: 2027-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.